Manufacturer narrative:
Device was discarded; therefore, no evaluation will be performed. Additional information has been requested, and if received, will be submitted on a supplemental report.

Event description:
It was reported that a 56 year old female patient underwent a revision surgery due to the nail fracturing 6 weeks post op. As a replacement, a condylar plate was implanted.